Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine generator replacement lv lead would not disconnect from the header. The entire set screw was removed along with the silicone septum. The physician used silicone oil to loosen the lead and unipolar cautery to burn through the back portion of the header unsuccessfully. Finally, a drill was used on the back end of the header, which enabled the lead to be removed. The patient was stable. The device will be sent back for analysis.

Manufacturer narrative:
The reported field event of an inability to remove the lead from the header was not confirmed in the laboratory. Visual inspection of the set screws found no anomalies. The lead bore diameters were tested with lead bore gauge and all were found to be within required specifications. The cause of the reported header anomaly could not be determined.